Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, a couple of weeks prior to the report, the patient noticed a little leakage at night. They stated that they were on ambien and could sleep deeply for four hours and they barely leaked. They didn't feel stimulation and hadn't felt it for two to three weeks, noting it didn't shock them, but would let them know when it was turned on. It was found that the therapy was not on, so they turned it on and the situation was resolved. The stimulation was felt at 2.7 v, but they got the upper limits reached screen. They were unsure if the limit was purposefully added or if it was added by mistake. They had a appointment set with a healthcare professional (hcp) for (B)(6) 2016. Additional information was received from the healthcare provider (hcp) and it was reported that the hcp checked the patient¿s leads and evaluated the interstim. The hcp reported that the patient¿s interstim would be replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.